Event description:
Surgeon placed and had sewn the valve in pt, noticed valve lever was broken, one particle retrieved, possible one still remains. Pt expired following day, cause unknown. Coroner's case.